Manufacturer narrative:
H10: we have now concluded our investigation into the reported complaint which was received as a result of feedback being provided following a post market clinical survey. As no lot number was provided, it has not been possible to perform a device history review. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported event and the device. Users of the device are advised to consult the instructions for use, to prevent and/or reduce future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. H6: updated codes.

Event description:
It was reported that, during treatment, the opsite flexigrid dressing caused a burning abrasion. It is unknown if any treatment, or any actions were taken over this effect, as well how the treatment was finished. Patient reported pain. As this was noticed under a retrospective post market clinical follow up activity, further information is not available.